Manufacturer narrative:
The correction of h6 investigation findings, h6 investigation conclusions and h10 addtl mfg narrative/corr. Data deems required. This is based on the information provided by the service unit and internal evaluation. Previous h6 investigation findings: 3221. Corrected h6 investigation findings: 4229. Previous h6 investigation conclusions: 4315. Corrected h6 investigation conclusions: 19. Previous h10 addtl mfg narrative/corr. Data: getinge became aware of an issue with powerled surgical light. It was established that when the event occurred, the surgical light did not meet the manufacturer¿s specification as the oil should not leak and it contributed to the event. The provided information did not indicate that the device was being used for patient treatment when the event took place. Unfortunately, manufacturer did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause and therefore the factory investigation report cannot be performed. In case of new relevant information, the case will be reconsidered. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided. Corrected h10 addtl mfg narrative/corr. Data: getinge became aware of an issue with powerled surgical light. As it was stated, there was leaking oil from unit. There was no injury reported however we decided to report the issue based on the potential and as any liquid droplets falling off into sterile field or during procedure may cause contamination. According to the service technician, at the time of the inspection there was no leaking liquid nor visible droplets. Moreover, the cleaning method was checked, resulting in observation an excessive amount of cleaning chemicals were applied, what might be a direct reason of the issue. The problem has been solved by cleaning of the device and re-application of grease. It was established that when the event occurred, the surgical light did not meet the manufacturer¿s specification as the grease should not leak and it contributed to the event. The provided information did not indicate that the device was being used for patient treatment when the event took place. In the investigation course the product experts at the manufacturing site established that during the assembly of the spring arms the supplier applies a creamed grease, which is turning into a liquid only above 135°c. So, the dripping liquid observed cannot come from the spring arm itself but finds its origin elsewhere. The first cause is considered most likely to be a combination of air conditioning and an excess of grease at the bushing location between the spring arm and the main arm. And according to the latest technical investigations carried out in august 2020 at the manufacturing site, the second probable root cause would be an excess of cleaning chemicals in the lower part of the spring arm, applied in spray or with a sponge, but not in compliance with the recommendations given in our user manuals. To prevent such situation from occurrence, the customer should follow the cleaning and disinfection procedure described in the user manual. We believe that currently and overall, the related devices are performing correctly in the market with regards to the reported issue. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with powerled surgical light. It was established that when the event occurred, the surgical light did not meet the manufacturer¿s specification as the oil should not leak and it contributed to the event. The provided information did not indicate that the device was being used for patient treatment when the event took place. Unfortunately, manufacturer did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause and therefore the factory investigation report cannot be performed. In case of new relevant information, the case will be reconsidered. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided. The correction of d4 catalog # and serial # deems required. This is based on the internal evaluation. Previous d4 catalog # ard568420110c. Corrected d4 catalog #ard568350908. Previous d4 serial # (B)(6). Corrected d4 serial # (B)(6).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2021 getinge became aware of an issue with powerled surgical light. As it was stated, there was leaking oil from unit. There was no injury reported however we decided to report the issue based on the potential and as any liquid droplets falling off into sterile field or during procedure may cause contamination.